Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had cooling malfunction and zero flow rate problem. Per work order update on 10mar2023, they found circulation pump and mixing pump problem and were replaced. Per review of work order on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection.

Event description:
It was reported that the arctic sun device had cooling malfunction and zero flow rate problem. Per work order update on (B)(6) 2023, they found circulation pump and mixing pump problem and were replaced. Per review of work order on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Correction: d, f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.